Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the physician advised shocking sensation was due to blood vessels disturbed during surgery and they were healing. The sensation only lasted 2 days, the patient rested and used ice packs. The issue was resolved.

Manufacturer narrative:
New information indicates correct notify date was 2025-mar-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported a shocking sensation at their back after charging yesterday evening (B)(6) 2025. Patient tried to call physician's office, but office closed on weekend. Agent advised patient to either lower stim or turn off therapy if issue persists until patient can call patient or technical services team. Agent provided phone number. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated on friday after they recharged their implant the stimulation began to shock them. Pt stated was their first day to recharge the implant and the implant got down to 20%. Patient stated they recharged the implant that afternoon and it got up to 90% and when they took it off it didn't seem like it was going higher. Patient stated when they went to bed the stimulator around the implant in their back shocked them. The same thing happened all day saturday. Patient stated anytime they would touch it or move it would shock them. The patient tried calling the 800 number but it was not open on saturday or sunday. Patient went to the ER on sunday and they thought maybe they had an infection or something and it kept doing that. Patient left the ER and they couldn't find any infection or anything like that and they told the patient to see their healthcare provider. Patient's healthcare provider called monday morning and said to come in today or tuesday. Patient wanted to know if they should be careful about recharging the implant. Agent reviewed with the patient that if the implant started to cause a shocking sensation that it would most likely be related to the implant itself and not from the recharging or charging. Patient mentioned that yesterday it was much less shocking and today it is not shocking them. The issue was not resolved through troubleshooting. Agent redirected patient to healthcare provider to have the implant checked.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated on friday after they recharged their implant the stimulation began to shock them. Pt stated was their first day to recharge the implant and the implant got down to 20%. Patient stated they recharged the implant that afternoon and it got up to 90% and when they took it off it didn't seem like it was going higher. Patient stated when they went to bed the stimulator around the implant in their back shocked them. The same thing happened all day saturday. Patient stated anytime they would touch it or move it would shock them. The patient tried calling the 800 number but it was not open on saturday or sunday. Patient went to the ER on sunday and they thought maybe they had an infection or something and it kept doing that. Patient left the ER and they couldn't find any infection or anything like that and they told the patient to see their healthcare provider. Patient's healthcare provider called monday morning and said to come in today or tuesday. Patient wanted to know if they should be careful about recharging the implant. Agent reviewed with the patient that if the implant started to cause a shocking sensation that it would most likely be related to the implant itself and not from the recharging or charging. Patient mentioned that yesterday it was much less shocking and today it is not shocking them. The issue was not resolved through troubleshooting. Agent redirected patient to healthcare provider to have the implant checked.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.